Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Serial number: not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture not available as no serial number provided. Legal manufacturer: (B)(4).